Event description:
False negative result . Customer stated that they took the test around 10pm and was negative for everything. Visited minute clinic around 12 hours later at 10:20am and test positive for flu a.

Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow up MDR.